Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 04-oct-2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Without the device the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: contraindications: patients who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Special notice: the manufacturer of the lap-band ap® adjustable gastric banding system has designed, tested and manufactured it to be reasonably fit for its intended use. However, the lap-band ap® system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect. Causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear. In addition, the lap-band ap® system may be easily damaged by improper handling or use.

Event description:
Reported as: a patient with the lap-band system was reported to have an allergic reaction. Patient notes that blood work was done due to increased activity in their allergic reactions which included hives. The blood work showed an elevated histamine level so they are trying to find the source. Patient is also gaining weight of which it was called "water weight". Device has been removed.